Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and afapro28 balloon catheter with lot number 16024 were returned and analyzed. One patient file received and recorded on the reported date of the event. Patient file showed 17 applications were performed using a non-returned balloon catheter. Patient file showed system notice 50012 "the refrigerant delivery path is obstructed" during the transition phase of the first application. Console output data did not show any temperature artifacts. Pressure is tracking preset pressure and flow readings are as expected. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used and no applications were performed. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported issue of the temperature dropping faster than expected was not confirmed through testing. The balloon catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature was colder than expected while the balloon catheter was inside the patient. The auto connection box and electrical umbilical cable were replaced without resolution. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.